Event description:
The customer experienced an elevated and a low blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿ and "low"; however, a specific bg value was not provided. A correction bolus was delivered to address the elevated bg, and consumed carbohydrates to treat the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.